Event description:
Information received indicates that after 12 hours on ECMO the unit developed a blood leak. The device was changed-out during the case with no patient effect other than blood loss reported. Although the patient later expired in 2003, the hcp indicated the death was not device-related.